Event description:
On 11/1/91 the aus device was implanted. On 8/10/94 the cuff was revised. On 9/7/95 the cuff and balloon were revised. On 7/3/97 the cuff was removed from the pt and replaced due to "erosion."